Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a patient¿s family member that the patient had a loss of therapy, patient is regularly going to the bathroom to urinate 7 times at night and going more times during the day. Caller said she is right back to where she was before the device. The ins had not effect on the patient since the patient got back from (B)(6). Caller thinks it could have been due to the scanners / security. Caller said he tried to increase the stim but it affects her bowels. Caller was given direction in adjusting the device. Patient states she feels stim in her buttocks on program 1. Caller tried programs 2 (at 2.7 v) and 3 (at 2.5 v) and the patient feels stim in the pelvic floor comfortably. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer in a patient letter. The patient provided their weight. There were no further complications reported.